Manufacturer narrative:
Evaluation summary: there were a total of 12 pieces (2 sales units) received. Of the 12 pieces returned, 2 of the 12 pieces had creases of varying degree present on the package. However, during analysis and dye test, it was found that the creases in the packages did not affect the sterility of the packages. All of the questionable packages were opened and it was confirmed that there was heat seal transfer present on all of the packages, indicating that the sterility of the packages had not been breached.

Event description:
It was reported that packages with channels on the seal area were found at incoming inspection. There were no adverse consequences to the patient.